Manufacturer narrative:
The device has not been returned to the MFR.

Event description:
A site rep reported that during a case the stealthstation treon treatment guidance system shut down while in use and would not turn on. They tried several outlets and heard beeping from the ups. A medtronic rep walked through troubleshooting with the site rep, requesting they bypass the power chain and remove the back panel. The site rep said they brought a second system into the room and would use that system. While setting up the second system, they bypassed the power chain and the system would not boot up. Had her check the computer power cord connection and it was secure. The surgeon completed the surgery. There was no impact on the pt outcome.